Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast augmentation surgery with 475cc mentor memorygel breast implants. Post-operatively, the patient observed rippling in both breasts and noted that they were misshapen. She also reported that her breasts were continuously sore, giving her shooting pains throughout her breasts to the nipples. The patient suspected that she had developed capsular contracture of an unknown baker grade. At the time of this report, the patient has not consulted with a medical professional, nor has mentor received any information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-10390 for the contralateral event.

Manufacturer narrative:
On september 07, 2022, mentor became aware that an error was submitted in the initial report inadvertently. The type of investigation was reported as "device not returned" however, since the device has yet to be explanted and no explant date has been provided, the device is not accessible for testing. Manufacturer¿s reference number: (B)(4) in the initial, field "h6 type of investigation" should have been reported as device not accessible for testing (b20), as no explant date was provided.